Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device (b) was received with the electrode partially separated from the ceramic (only from one side) but still attached to the active rod. Upon visual inspection under magnification, it was noted that the ceramic was partially missing. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. There is insufficient evidence related to what caused the damage on the device.

Event description:
It was reported that prior to a low anterior resection procedure the generator did not recognize disposable. Metal cracking sounds detected when the surgeon tried to close the jaw by pulling closing trigger.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrode partially separated from the ceramic (only from one side) but still attached to the active rod. Upon visual inspection under magnification it was noted that the ceramic was partially missing. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. There is insufficient evidence related to what caused the damage on the device.